Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Per biocompatibility study 103209712; based on the results, the package component has passed both cytotoxicity and physiochemical attribute testing and meet astm f2475 requirements for medical device packaging materials which have direct contact with devices. Based on the investigation and the low occurrence rate of the reported event, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While cementing in the fixed bearing tibial tray and the ps femoral component, the pink tray surface protector was caught under the medial posterior condyle of the femoral component. After pulling on the protector, it came loose and appeared to be missing a small fragment. The surgeon thought the piece had cemented in behind the posterior femoral condyle and he felt it was unnecessary to remove the fragment.